Event description:
The customer's wife reported that the customer passed away. The customer experienced low blood glucose while driving and died in a car accident. The reported blood glucose reading was 15 mg/dl. The customer's wife stated that she did not feel that the low blood glucose was caused by the insulin pump. The customer's wife reported that the customer was a brittle diabetic and often experienced sudden drops in his blood glucose level. The customer was wearing the insulin pump at the time of death. The customer's wife declined to return pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.